Event description:
Our affiliate reports that a portion of the distal tip of a bioknotless inserter broke off into the anchor and remains captured therein, both the anchor and the fragment are captured in the bone hole. This was discovered by the surgeon during a follow-up x-ray for a repair that took place approximately 12 months earlier. At this point in time, this is all of the info supplied to mitek.

Manufacturer narrative:
Not much can be said here, nothing is being returned, the exact designation of the complaint device has not been defined and no lot number has been supplied. This type of failure has historically been attributed to user technique. From an engineering perspective, damage to the inserter, "tip breakage", may have been caused by off-angle or off axis insertion into the bone hole. Off angle/axis insertion is the most likely cause for the inserter distal tip failure, usually the result of bending and/or twisting the anchor during deployment due to anchor/bone hole misalignment. The IFU states not to twist and/or bend the inserter upon insertion as the anchor.